Manufacturer narrative:
No patient information was available per facility.

Event description:
It was reported that a faradrive sheath aspirated air. There were no issues during preparation, but after drawing the pre-map in orion, air was intermittently being drawn from the sheath, and as this continued, the sheath had to be replaced, and the procedure was completed without patient complications.